Manufacturer narrative:
As a result of an internal review of the file, it was determined that the reported product issue foot switch cable aged causing valve damage and inability to perfusion does not represent a reportable malfunction as per applicable medical device regulations. There is no evidence of a life-threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the reported product issue foot switch cable aged causing valve damage and inability to perfusion does not represent a reportable malfunction as per applicable medical device regulations. There is no evidence of a life-threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is(B)(4).

Event description:
A non healthcare professional reported that foot switch cable aged causing valve damage and inability to perfusion during cataract surgery. The surgery was completed after replacing the foot pedal. There was no report of patient harm.